Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring system associated with this pacemaker indicated a possible device anomaly. The patient was referred to their clinic to for follow-up. The device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) lead, and right ventricular (rv) lead exhibited noise, high pacing threshold measurements in bipolar configuration, and high out of range pace impedance measurements. The plan was to continue to monitor the patient as they are asymptomatic. The system remains in service. No adverse patient effects were reported.